Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced increase thirst and her symptom did not match her cgm value of 229 mg/dl. A bg was performed which was 360 mg/dl. The patient was transported to the hospital by her parents. At the hospital, the patient was treated with insulin when she was admitted to the hospital and after administering insulin via her pump prior to going to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hyperglycemia.